Manufacturer narrative:
Investigation: a visual inspection revealed that the silicon and latex balloon had burst. The distal suture had shifted partially. The device was bloody. Based upon the visual observations, the reported complaint "balloon popped" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 short port btt popped in the middle of the case. No pieces detached. The reporter stated that the user did not put more than 20 cc into it. An accessory kit was used to complete the procedure. There were no pt effects. The product was returned.